Manufacturer narrative:
The alleged incident occured outside the us. The complaint sample has not been received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The report received states that the device leaked during use and was replaced during the case. There were no patient complications resulting from the alleged incident.

Manufacturer narrative:
The device was evaluated and leaking was confirmed. A suspected root cause for this is inadequate solvent bonding at the area where leak was seen. As part of quest's continuous improvement initiative an automatic solvent dispenser with bushing is being implemented to enhance the consistency of the solvent bonding application.